Manufacturer narrative:
The device was evaluated by the manufacturer, karl storz in (B)(4). As per the evaluation: upon evaluation the scissors insert was found to be defective. The isolation near the tip shows shaving. The shaving particle was also sent back and correlates with the shaving of the shaft. The device was manufactured in april 2019 with expiry date 30. April 2024. The root cause most likely is unintended mechanical damage during use. No indication for a material or manufacturing related issue was found during investigation.

Event description:
As per a vigilance report filed by our parent company in (B)(4): black particle was found in patient during surgery.